Event description:
The customer reported a clear liquid leak coming from underneath the coulter lh 780 hematology analyzer. The leak was not contained within the instrument, and had spilled onto the counter. The volume and source of the leak was unknown. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory gown and gloves. There was no exposure to healthcare worker, uncovered wounds or mucous membranes, and no injury was reported. No personnel was splashed or sprayed by the leaked fluid. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found a hole in tubing at valve 116. The tubing was replaced with no further leaking observed. The instrument was returned into service after completion of repairs. The failure mode of this event was a hole in the instrument tubing. This specific failure mode, upon recur, has the potential to cause discrepant results for all differential parameters. (B)(4).